Event description:
It was reported that there was a short circuit. The system was checked on the date of this report prior to a scheduled MRI and they had noticed a short circuit on (B)(6) of 35 ohms. Impedance issue was unresolved at the time of this report. The MRI was cancelled because of the low impedance and the patient was going to follow-up with their healthcare professional to determine if there was other diagnostic testing that could be done instead for his condition.

Manufacturer narrative:
Product ID: 3389s-40, lot# va0gds4, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0g9lu, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).